Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead was explanted due to noisy signals. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments. Testing was completed to assess lead electrical performance. Measurements were within normal limits. The noisy signals allegations were confirmed as insulation damage was observed ~140-148 mm from the terminal end. Insulation damage characteristics were consistent with lead-on-lead abrasion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead was explanted due to noisy signals. A new lead was successfully implanted. No additional adverse patient effects were reported.